Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath and a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheter, a non-penumbra guide catheter, and an angiographic catheter. During the procedure, twelve other coils and two smart coils were successfully implanted into the target vessel. While attempting to advance the third smart coil, the physician encountered resistance at the initial position within its introducer sheath. It was reported that the physician made several attempts to advance the smart coil and it did not move at all. Therefore, the smart coil was removed. The procedure was completed using three smart coils and seventeen other coils using the same microcatheter, the same guide catheter, and the same angiographic catheter. There was no report of an adverse effect to the patient.